Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The camera head passed functional testing and 6 hour burn in inside video tower. All functions perform as expected. The complaint of overheating could not be duplicated during the functional testing process. Factors that could have contributed to the reported event include excess heat generation from camera head electrical components. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was too hot. It is unknown if the event happened during a procedure and if there was a backup available. There were no patient or user injuries reported.